Manufacturer narrative:
(B)(4). The device was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker was explanted due to concerns with the header and possible seal plug damage. Atrial tachy response (atr) episodes were stored with noise on both the atrial and ventricular channels. The field representative was not present at the case, but was given the device to return. The field representative was not aware if there were any pauses in pacing, but did note the patient has an underlying rhythm of 45 bpm. Other than the procedure to replace the device, no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this product was inspected and holes in both ventricular and atrial ring seal plugs were observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.